Event description:
Reporter alleged blood glucose measured hi back to back with a result of 90 mg/dl when testing was performed within minutes of each other. It was stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.